Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for enterobacteriaceae. The number of microbes is unknown. The device had been reprocessed using an olympus automated endoscope reprocessor model etd4 plus paa (not available in the USA) with peracetic acid. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.